Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-08031. It was reported the patient was experiencing persistent pain at the lead site. Patient had revision surgery on (B)(6) 2014 to excise scar tissue, but the physician decided to explant the entire system. Patient may be re-implanted at a later date after healing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.